Event description:
A valiant thoracic stent graft system was inserted into a pt for the endovascular treatment of a traumatic dissection of the descending thoracic aorta approximately 3 months ago. Vessel morphology was not reported. It was reported that after introducing the delivery system into the pt and attempting to deliver the stent graft, a sound was heard in the handle of the delivery sys, and the stent graft could not be deployed. The physician elected to use another valiant stent graft to complete the procedure successfully. No clinical sequelae were reported, and the pt is fine. The information regarding the delivery system was provided to medtronic on 02/12/2009, and the information made the event reportable. The device was returned to medtronic, and its evaluation has been completed. Please note that this model number tf3434c100x is distributed outside the united states; however, it is similar to the united states distributed product tf3434c115x.

Manufacturer narrative:
Evaluation: results/conclusions: (lack of molding of the t-tube onto the graft cover). Evaluation summary: the stent graft was still loaded on the delivery system. The slider was in the full forward position. The back end components were connected in place. The sheath appeared straight with no obvious kinks. During evaluation, the device was flushed with tap water, and leakage was observed around the handle region. A bailout technique was performed to disassemble the distal end of the device, and the device was flushed again. Leakage was observed at the o-ring on the distal end of the t-tube, and closer examination revealed that the leakage was at the junction of the t-tube/graft cover molding. The t-tube was spinning freely, indicative of a lack of secure bonding and molding onto the graft cover.